Manufacturer narrative:
Additional information was received three months following the initial observations that a this lead was still exhibiting high pacing impedance measurements. Additionally, noise was observed on the rate/sense channel of the lead which could be reproduced during isometrics. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was detected from this system due to high right ventricular (rv) pacing impedance measurements. The patient was brought into the clinic for testing and pocket manipulation and isometrics did not reproduce the out of range measurements. Additionally, pacing threshold and sensing measurements were appropriate and no noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant suggested monitoring the lead for additional out of range measurements. The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.